Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the one (1) bd vacutainer® buffered sodium citrate (9nc) blood collection tube, a nurse discovered a crack in the wall of a vacuum blood collection tube during a patient's blood draw, resulting in leakage. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that while using the one (1) bd vacutainer® buffered sodium citrate (9nc) blood collection tube, a nurse discovered a crack in the wall of a vacuum blood collection tube during a patient's blood draw, resulting in leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. One of the customer photos shows a tube with a crack along its side, while another photo displays batch and material information. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.